Manufacturer narrative:
G4: 05jan2021. B4: 06jan2021. The reported issue was discovered preventative maintenance there was no patient involvement. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty front bezel. The front bezel was replaced to resolved the reported issue. The device passed performance verification testing. The reported navigational issue occurred during testing and does meet the criteria for the non reportable events for the ventilator. This issue is unlikely to cause or contribute to death or serious injury. Therefore, this is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30oct2020.

Event description:
It was reported to philips that the device's navigational ring was unresponsive. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.